Event description:
It was reported that the patient presented for a remote follow up via merlin.net with noise exhibited by the right ventricular lead. The patient was not pacing dependent. No interventions were reported. There were no patient consequences.